Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient reported receiving a draining slowly alarm during drain 3 of 4 and patient sensors too high during drain 4 of 4 of treatment and the treatment was cancelled. The alarms occurred multiples times. The cycler was rebooted, alarms occurred four more times and an air detected in cassette alarm occurred in drain 4 of 4 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the fluid leak but stated that she did not have an iipv event. The patient stated that she could not get passed the first fill due to multiple alarms. The patient noted that each time she tried to bypass the first fill, the system would add to her fill volume. The patient also confirmed that she did not drain the night of the event but went to the clinic the next day and was able to drain a little bit of fluid. The patient did not do a manual exchange. Follow up with the pdrn confirmed the patient¿s account of the event but added that the patient¿s extension set was blocked. The patient was unable to drain or fill due to the blockage. The extension set was replaced. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient reported receiving a draining slowly alarm during drain 3 of 4 and patient sensors too high during drain 4 of 4 of treatment and the treatment was cancelled. The alarms occurred multiples times. The cycler was rebooted, alarms occurred four more times and an air detected in cassette alarm occurred in drain 4 of 4 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the fluid leak but stated that she did not have an iipv event. The patient stated that she could not get passed the first fill due to multiple alarms. The patient noted that each time she tried to bypass the first fill, the system would add to her fill volume. The patient also confirmed that she did not drain the night of the event but went to the clinic the next day and was able to drain a little bit of fluid. The patient did not do a manual exchange. Follow up with the pdrn confirmed the patient¿s account of the event but added that the patient¿s extension set was blocked. The patient was unable to drain or fill due to the blockage. The extension set was replaced. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.